Manufacturer narrative:
Visual analysis of the photographs identified. Capsular contracture: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Physician reported, capsular contracture, baker grade iii. The device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Event description:
Physician reported capsular contracture, baker grade iii. The device has been explanted and replaced with another manufacturer's device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade iii. Continued e1 phone number: (B)(6).